Event description:
It was reported by service report that the locking pins do not lock in the correct position in the main frame rails so the head section will not fully extend and lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking pin on the retractable head section.